Event description:
Patient reported "discomfort and suspected rupture, immune system problems, a herniated disc with two bulging discs and associated nerve symptoms, severe pneumonia last year, and weight gain, as well as breast cysts and asymmetry". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.